Event description:
It was reported that the needle never deployed the cannula into the skin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the pink slide insert not present in the top housing window and the linkage assembly in the deployed position. Inspection of the device found that the catch beam was incorrectly installed. Due to the incorrect installation, the catch beam was unable to hold the slide insert in a deployed position leading to the pink slide insert retracting back into the pod. The incorrectly installed catch beam can be confirmed as the cause of the reported needle mechanism failure.